Event description:
It was reported the pt's ipg would not communicate with external devices. The pt had turned her scs system off for approx 4 or 5 months due to numbness in her legs. The pt stated the numbness continued after turning the system off, but she left the system off to "take a rest from it." During the time the system was off, the pt discussed having her system explanted with her physician. When the pt turned her system back on, the ipg would not communicate with external devices. A replacement charging system was sent to the pt. The pt is to consult with her physician as the next course of action. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.